Event description:
Reportedly, the instrument got stuck in the closed position on tissue. To remove the device from the cavity the surgeon had to cut around the jaws of the device and remove additional tissue. There were no adverse affects to the pt reported. During routine review after the initial reporting period this report was determined to be reportable.